Manufacturer narrative:
The device was not returned for evaluation. The patient was reported to be allergic to latex. The complaint investigator reviewed the prescription and confirmed no latex was used when fabricating this reported device. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin test. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Age: asked, but unknown. Date of birth: asked, but unknown. Weight: asked, but unknown. Race: the patient was reported to be italian. Date of event: asked, but unknown. Model number: not applicable. Catalog number: not applicable. Lot number: not applicable. UDI: not available.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint (upper). According to the information provided by the doctor, the patient experienced blisters in her whole mouth about two weeks after wearing the appliance (date unknown). Upon experiencing the reaction, the patient discontinued using the appliance and the blisters went away. The patient tried to continue using the device, but the same thing happened. The patient is allergic to latex.